Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported "rupture" and "implant is irregular in shape with wrinkled edges and appears locally discontinuous, with leakage of the implant contents to the area above and behind it". This record is for the right side. The device remains implanted.